Event description:
It was reported that level sensor defective in arctic sun device. Per sample evaluation results received on 13aug2024, it was reported that low inlet pressure after level sensor replacement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. The device was evaluated upon receipt. After filling, the inlet pressure was -1.1 psi. Diagnosed a mistake in the circulation pump. Replaced circulation pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.